Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (pod pcs). During the procedure, the physician successfully placed penumbra coils using a non-penumbra microcatheter. The physician then felt extreme resistance while attempting to advance a pod pc within its introducer sheath and, therefore, the pod pc was removed. The procedure was then completed using a new pod pc, pod and ruby coils. There was no report of an adverse effect to the patient.